Event description:
Reportedly, the surgeon fired the device, but had difficulties extricating the device. The device was excised with "cooper". Stapling was performed properly. No leakage. The pt's condition is "good".